Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. Patient codes apply to trial device and trial lead: (B)(4). Conclusion code applies to both trial device and trial lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient¿s urge has been getting worse over the last 24 hours and the patient has also had to start standing to use the restroom again; the patient wants to be able to sit and use the restroom and not stand to go. Patient and daughter do not care about the urinary incontinence and the frequency. The first 24 hours of the trial was a 7 for improvement, and the last 24 hours is a 5. The patient's daughter feels that the wires had moved because the patient keeps moving around. No further complications were reported or are anticipated.